Event description:
It was reported that there was a loss of stimulation and overstimulation. There were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. Problems with recharge coupling were the primary reason for the overdischarge. Dissatisfaction with stimulation was the primary reason for overdischarge. Patient compliance was the primary reason for overdischarge. The last successful recharging session was 2 to 6 months prior. The patient actually stopped trying to turn it on and stopped the ins from recharging. This had been an issue since implant and progressively it became worse and was more frustrating for the patient. (B)(6) 2014 was the last time they were seen by a healthcare provider (hcp). They did not know if the patient ever had 50% reduction but they were using the device in the beginning. The pain level changed, but it was more pain to discomfort, not anything overly impressive. The sensation or feeling of pain changed. They did not like the stimulation sensation sometimes. There were no falls, accidents, or traumas. The reprogramming sessions at the hcp office were unsuccessful. Since implant, they struggled to get good coupling and efficiency charge. It was hard to get it in the right spot and charge at a reasonable place for it to actually charge nicely. The implant had dropped ad was not where it was originally placed. This was gradually over time. It was reported that the patient had a great trial. They had not gone back to see the hcp since (B)(6) 2014. The patient didn¿t want to deal with it at the time of the report. The patient was able to work even though they did have pain. The patient never really cared for the hcp. They did meet with a manufacturer representative once or twice while back. It just quit working and they got tired to driving 100 miles to the hcp and it didn¿t make a difference. The patient¿s wife would just let the patient decide when they wanted to get help. For the time being, the patient¿s wife was not going to pursue anything for the patient. The device was not on so the patient was not receiving therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).